Event description:
A report was received that the patient underwent a revision procedure to relocate the ipg as the positioning was too shallow. The patient experienced pain and soreness and preferred the ipg be relocated to the buttock area for more comfort. The patient was doing fine post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure to relocate the ipg as the positioning was too shallow. The patient experienced pain and soreness and preferred the ipg be relocated to the buttock area for more comfort. The patient was doing fine post-operatively.